Event description:
It was reported that the patient was getting ¿shocking, electrical feeling.¿ follow-up is being conducted to determine cause, actions, and outcome.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. B)(4).